Event description:
The disposable zyphr cranial perforator (large) by stryker did not stop when appropriate and went into the patient's dura on the left side. Dura was torn, but was repaired during surgery. It did not plunge into the brain tissue. A new perforator was opened for the right side. Ref #-5100-060-001, lot#- 25237057, exp- 08/01/2028.